Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during the procedure, the patient went into ventricular tachycardia and cardiac arrest, treated with cardiac massage, counter-pulsation and several direct current (dc) shocks. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The patient had a history of spontaneous arrhythmias, ventricular fibrillation, and cardiac arrests. The clip delivery system (cds) was advanced to the mitral valve leaflets. The first leaflet grasping attempt was made in the centro-medial part of the mitral valve, with a reduced mr grade of 2. During the leaflet insertion assessment, the patient went into hemodynamically not tolerated ventricular tachycardia, and then into cardiac arrest with electromechanical dissociation (emd). The patient was treated with cardiac massage, counter-pulsation and several direct current (dc) shocks. After approximately 40 minutes, a stable paced-rhythm was restored with a stable hemodynamic response. The decision was made to remove the cds with undeployed clip and discontinue the procedure. The mr remained at 4. The patient is in the hospital, in stable condition. Additional treatment has not been planned. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of cardiac arrest, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effects appear to be related to patient/procedural conditions, due to the patients health history. The reported additional therapy/non-surgical treatment and prolonged hospitalization were a result of case specific circumstances, as the patient was treated with cardiac massage, counterpulsation and several direct current (dc) shocks; the patient remained hospitalized. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.